Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the infnt flw lp,ncpap,generator kit without prongs + circuit x20 experienced crack on lp generator due to proximal pressure was dropped during clinical using. As an intervention, lp generator was replaced. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: only some pictures were provided for investigation. A crack can be seen in the component. Therefore, reported defect was confirmed. Tried to duplicate the defect in the production line but it was not duplicated. The process was also reviewed yet there is no way to cause damage like the one observed in the pictures.